Manufacturer narrative:
The complete manufacturing and material records for the crown pericardial heart valve, model # cna21, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a cna21 crown pericardial heart valve at the time of manufacture and release.

Event description:
A pacemaker was implanted on (B)(6)2017 but has been reported by the site as not related to valve implant procedure. The patient has been discharged. The leak was still observed prior to discharge but had not worsened. The next patient follow up will be in 6 months time.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2017 the patient , with aortic stenosis, was prepared for aortic valve replacement . The physician observed moderate calcification around the valve annulus, which was extended to aorta wall. Calcification was removed with an ultrasonic surgical device (cusa). No other characteristic difficulties with the valve were observed and the crown valve (size21) was implanted. After declamping the aorta, echocardiography showed aortic regurgitation. The patient is continuously monitored, and the patients condition after the procedure is good.